Manufacturer narrative:
Further information is not available.

Event description:
It was reported that during a cardiac procedure, the patient experienced substantial complications after the pacemaker was placed. No further information was received.